Event description:
The recipient is reportedly experiencing sound quality issues. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient will be reimplanted at a later date. The external visual inspection revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This is not believed to be related to the return reason. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. The reported complaint of sound quality issues could not be verified during this analysis. The device was received in a no-lock state, which was due to a short from a power node to the electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. This is not believed to be related to the return reason. This is the final report.